Event description:
The facility reports the patient was being placed on the lifter and did not have their safety belt on yet. The patient fell head-first to the ground, suffering a cut under their chin that require one stitch.